Event description:
During transaortic placement of a 23mm ascendra+ (asc+) sheath, one of the aortic pledgets in the purse string sutures was torn. The tavr procedure was aborted to allow for the repair of the aorta. The 23mm sapien xt valve was not implanted. The patient remained stable the entire time. At the time of this report, the patient was reported to be doing fine. It was stated by the surgeon that the patient¿s aorta was more calcified than originally expected. In addition, the patient had been on oral steroids in the past. The patient¿s annulus valve area measured 350mm2 by CT.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is possible that the patient¿s calcified aorta and oral steroidal use caused frail cardiac tissue, likely contributing to this event. The tavr procedure was aborted prior to valve deployment in order to repair the ascending aorta rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.